Event description:
The pt has underwent implantation of a synchromed pump and catheter for intrathecal infusion of baclofen to treat intractable spasticity. Two months later, the pt underwent explantation of the device due to motor stall. No further details were available from this foreign reporter. A follow up report will be sent when further info is obtained.